Event description:
A surgeon reported that a memory lens iol implanted in a pt's left eye in 2000 with no complications has since opacified. Visual acuity reported as 20/50. Prognosis fair and pt scheduled for follow up in 8 months. No further info is available.